Event description:
It was reported that the patient had inappropriate shocks due to ventricular tachycardia (vt). The patient was getting shocked for vt frequently, so the doctor performed an ablation procedure. The patient continued to be shocked for vt, so the doctor elected to replace this subcutaneous system with a transvenous system which used anti tachy pacing (atp). The transvenous system was successfully implanted, however, the atp was unable to suppress the vt. There were no additional adverse patient effects.